Event description:
It was reported that an asymptomatic patient presented for follow up, oversensing of wide qrs complexes was observed. Review of stored egm revealed vf episodes due to repeated sensing of wide r waves which resulted in inappropriate atp therapy. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.